Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received a 50 minimum notification during the load process. The customer had changed to a new cartridge and able to complete the fill the tubing. There was no impact to the customer's blood glucose level. Reportedly, the customer stated occasionally may overfill the cartridge and had filled the cartridge before loading the cartridge onto the pump.

Manufacturer narrative:
.